Event description:
Surgeon was inserting vena cava filter. Surgeon inserted filter extravascular. Second filter was inserted correctly. Patient admitted for observation since first filter was not retrieved from body.